Event description:
It was reported that while inspecting the device prior to use, it was identified that the marker band on the recovery cone sheath was located approximately 10 to 12 cm from the distal tip of the sheath. The device was not used in the patient and the procedure was completed successfully with another system. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The sheath from the recovery cone system has been returned for evaluation. The investigation is currently underway.